Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. Additional information was received that lead dislodgement was confirmed via r-wave measurement at less than two millivolts (mv) and threshold above three mv. Moreover, fluoroscopy was done but could not see clear dislodgement. Furthermore, the rv lead was surgically repositioned. This lead remains in service. No additional adverse patient effects were reported. Additional information received that this lead was surgically explanted due to high pacing threshold measurements and low sensing. The lead has returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. Furthermore, the rv lead was surgically repositioned. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. Additional information was received that lead dislodgement was confirmed via r-wave measurement at less than two millivolts (mv) and threshold above three mv. Moreover, fluoroscopy was done but could not see clear dislodgement. Furthermore, the rv lead was surgically repositioned. This lead remains in service. No additional adverse patient effects were reported. Additional information received that this lead was surgically explanted due to high pacing threshold measurements. The lead has returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, exempting the pressure test, which indicates lumen out insulation damage or breach. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other that blood and body fluid in the lumen and lumen outer insulation damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The reported issue was covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. Additional information was received that lead dislodgement was confirmed via r-wave measurement at less than two millivolts (mv) and threshold above three mv. Moreover, fluoroscopy was done but could not see clear dislodgement. Furthermore, the rv lead was surgically repositioned. This lead remains in service. No additional adverse patient effects were reported. Additional information received that this lead was surgically explanted due to high pacing threshold measurements and low sensing. The lead has returned for analysis.